Manufacturer narrative:
A ge rep evaluated the system and replaced the table/generator interface board. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported a fast stop message and system shut down during a case. No pt injury was reported.